Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's left lead fractured after a fall. The healthcare provider (hcp) diagnosed the issue in the office. The rep did not have impedance readings from the diagnosis. The fractured lead was left in place, but disconnected, and a new lead was placed on the opposite side. There were no associated symptoms. The issue was resolved. The patient's indications for use were gastrointestinal/pelvic floor.